Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor's visit, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) vomiting, diarrhea and high blood glucose (bg) levels of 35 mmol/l (630 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours. The pod was changed after multiple corrections were delivered without success. At the hospital, the patient was given fluids, an infusion (details unknown) and prescribed (pantoprazol - 40 mg) to protect the stomach and be taken twice a day (morning and evening) for 3 weeks.